Manufacturer narrative:
Due to character limitation (e1) event site full name:(B)(6) event site full address:(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during pre-use inspection the cardiosave intra-aortic balloon pump (iabp) had the an automatic inflation failure alarm. There was no harm or injury reported.

Manufacturer narrative:
Updated fields - b4, e2, e3, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. The getinge field service engineer (fse) evaluated the unit and testing was conducted to check positive and negative pressure as well as other performance criteria required. The fse discovered that the inflation valve assembly became stuck during continuous testing. The fse replaced the drive manifold assembly (d104-00-0031). The unit passed all functional and safety tests per manufacturer specifications.